Manufacturer narrative:
The subject product was returned with all 15 fasteners deployed from the device. A functional evaluation could not be performed. Visual evaluation found no manufacturing anomalies. A definitive root cause of the reported issue could not be determined. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Lt qty. (B)(4) units manufactured 12/2018.

Event description:
It was reported that after pressing the trigger, the fastener stuck on the sorbafix fixation system and some fasteners fell off from the tissue. Fixation was completed with another sorbafix device on hand. As reported, there was no patient injury as a result of the problem experienced.